Manufacturer narrative:
(B)(4). Concomitant products: information: nylonsuture, evicel fibrin sealant, arista ah, no. 19 closed-suction round drains, quill 3.0 monoderm. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: does the surgeon believe that any ethicon products were related to any adverse events in this series of patients described in the article? -- nothing reported has to do with your sutures. What are patient pre-existing conditions, specific medical/surgical intervention? Were these cases previously reported? Is the product code and lot number available for any of the ethicon devices used? What was the date of the procedure? Where was the suture types used? Were cultures performed and results? What is the current condition of the patient?

Event description:
It was reported in a journal article that the patient underwent an open complex abdominal ventral hernia repair with intraperitoneal and retrorectal placement of a human acellular dermal matrix and bilateral component separation on unknown date between (B)(6) 2011 and (B)(6) 2013 and the suture was used continuous/running to close the midline anterior fascia. Following the procedure, the patient experienced a wound infection. It was resolved with a course of oral antibiotics and/or treated with incision and drainage of the wound. It was also reported that the patient experienced recurrence at nine months following his repair and developed bulging and an asymptomatic defect in the upper part of his abdomen. Additional information has been requested.